Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient experienced vomiting. The parent took a fingerstick and the cgm reading was 120 mg/dl, and the blood glucose reading was 372 mg/dl. The parent treated the patient with insulin via the pump, but as symptoms did not subside, the parent brought the patient to the hospital. When a fingerstick was taken the blood glucose reading was 578 mg/dl. The patient was admitted into the ICU and was treated with intravenous insulin and fluids. The patient was discharged the next day. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.